Event description:
It was reported that the patient was implanted a sl revision stem dia. 15/190 12/14 on (B)(6) 2001. The patient was revised on (B)(6) 2015 due to breakage.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
No trend identified. The product combination used was approved by zimmer. X-rays, surgical reports or the device were not received for investigation. A technical investigation was not possible to perform. Photographs of the broken femoral stem were received. The implant got broken in the proximal part. Fracture surfaces are not visible. The proximal part of the stem seems to be free of bone ongrowth whereas the distal part is covered with bony attachment. Possible causes for the reported event, breakage, according to dfmea : due to patient disregards limits of the device ( e.g. Contact sports, high activity, weight); due to wrong indication (e.g. Bone quality, etc.) And/or disregarding warnings/precautions; due to general corrosion (crevice, pitting, galvanic); due to damage of stem during implantation; due to fretting of metallic cerclage wire against implant leads to notching or wear. The conditions which would play a role in the breakage of the stem are not clear. The fact that the stem broke after 14 years 3 months in vivo points out to a possible fatigue breakage of the device. However, without having the product for a closer look it is not possible to determine a main reason for the breakage. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.